Manufacturer narrative:
One bl3170 stellaris handpiece was received. The visual inspection found the cable deformed in front of the handpiece handle strain relief. The cable jacket is cracked and separating from the strain reliefs. The nose and transducer horn are dented and marred. The cable jacket has a splotchy appearance. The handpiece looks well used. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended and did not become hot to the touch during testing. The device history review is complete with no anomalies noted.

Event description:
The surgeon reported a corneal burn occurred at the beginning of the surgery two seconds after ultrasound was started. The needle was very hot. The surgeon was using the same settings as usual. The patient required three sutures; however, the incision was not watertight. The patient was transferred to the hospital for four days and was treated with antibiotics and anti-inflammatories for five days. The patient remains on anti-inflammatories. The consequences for the patient will be an astigmatism induced by stitches and healing.